Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber twisted at 30 minutes and 159,299 joules of use. The procedure was completed using a second fiber. Patient outcome: "no damages to the patient."

Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber shows a radial fracture distal to fiber/cap fusion zone at the bevel edge. The glass cap exhibits severe devitrification at the fracture. The metal cap exhibits severe char. The glue heated to the point of burning causing the glass cap/fiber to push forward in metal. The metal cap adhesion location exhibits burnt glue. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. Based on the analysis above, the potential for forward firing may exist. The probable root cause: localized heat accumulation due to user handling and or anatomical/procedural factors encountered during the procedure, resulting in accelerated cap wear, limiting the performance of the fiber.